Manufacturer narrative:
This supplemental report is submitted to provide the findings of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of grainy image was not confirmed. The device was returned to olympus for inspection; however, the reported failure of a grainy image could not be confirmed during evaluation. As a result, a definitive root cause for the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is currently ongoing. A supplemental report will be submitted upon completion of the investigation or as additional information becomes available.

Event description:
It was reported that during a pre-use inspection, the broncho-fiber videoscope was found to be displaying a grainy image. The intended procedure was continued without any impact to the patient.